Event description:
(B)(4). Very heavy sweating followed by chills. Sensitivity to bright lights or fluorescent lights - lead to non stop sweating.

Event description:
(B)(4). Diagnosed with lupus, goiter and mild heart failure in (B)(6) 2016.